Manufacturer narrative:
(B)(4). Date sent: 5/26/2023; d4: batch # unk; additional information was requested, and the following was obtained: was it losing articulation from the first use or towards the end of the procedure? Please define how much movement in terms of degrees? Was the device jumping back while the jaws were open or while the jaws were closed? The device would lose approximately 50% of articulation when pressure was applied. Occurred throughout the case. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic gastric sleeve the device would articulate but would lose articulation. It would 'jump back'. The case was completed with the device and no patient consequences. Ech60r was used for buttressing.

Manufacturer narrative:
(B)(4). Date sent: 6/20/2023. D4: batch # 323c51. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Upon analysis as the device would jump roughly 13 degrees upon first changing the articulation direction. Then, the device would jump in the opposite direction roughly 3 degrees for an overall ¿jumpy¿ articulation of about 10 degrees in either direction. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. The cause of the unsmooth and discontinuous (¿jumpy¿) articulation is not established, as it is unknown how the damage to the articulation mechanism occurred. A manufacturing record evaluation was performed for the finished device batch number 323c51, and no non-conformances related to the reported complaint condition were identified.